Manufacturer narrative:
It was reported that while deploying the valve was noted to have under expansion and the patient was hypotensive. Post-implant, the valve migrated towards the aorta and moderate paravalvular leak (pvl) was noted. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Requests were made for additional procedural details surrounding the case (e.g., procedure imaging), however this information was not supplied by the site. Based on the information received, the cause of the reported events could not be conclusively determined. It is possible that the under-expansion of valve may have contributed to device migration, which may have subsequently led to pvl; however, this cannot be confirmed. The cause of under expansion could not be determined. The unexpected medical intervention was a result of post-implant balloon aortic valvuloplasty. The 27 mm valve was implanted successfully to resolve the event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2017.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had prior medical history of severe aortic stenosis and had a bicuspid valve. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, while deploying the valve was noted to have under expansion and the patient was hypotensive. The valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). Post-implant, the valve migrated towards the aorta with moderate paravalvular leak (pvl) being noted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. A new 27mm navitor vision valve was selected for implant using a large flexnav ds. The second valve was implanted successfully to resolve the event. There was no clinically significant delay reported. On the following day, the patient was discharged.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had prior medical history of severe aortic stenosis and had a bicuspid valve. During the procedure, the valve was able to be implanted successfully. Post-implant, the valve was migrated with moderate paravalvular leak (pvl) noted. A new 27mm navitor vision valve was selected for implant using a large flexnav ds. The second valve was implanted successfully to resolve the event. The patient's status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.